Manufacturer narrative:
Device evaluation: one medfusion 3500 pump was returned for analysis. Visual inspection performed, and product found to be in a good condition. Event history log review was performed and found no evidence of reported problem. Investigation unable to duplicate customer reported problem, the pump ran smoothly at 300 ml/hr. According to the investigation, the customer ran infusion at 60 ml/hr which is normal if pump is running little bit loud. No repair needed per customer reported problem due to no problem was found on pump. Performed pm maintenance and all functional testing passed.

Event description:
Information was received that this smiths medical medfusion 3500 pump exhibited occlusion alarm and noisy motor. No adverse effects werereported.